Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019 and 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified opening and red particles. Weight measurement identified device was underweight. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.